Event description:
It was reported that a patient had been in and out of the hospital with medical issues and had a terrible fall and winter with these medical issues. A healthcare provider was suspecting that the implantable neurostimulator (ins) battery life had been gradually diminishing. The ins may not be stimulating the patient¿s gastrointestinal (gi) tract the way it used to due to battery depletion and it could be contributing to the patient¿s gi issues. The managing healthcare provider indicated that the ins would most likely need to be replaced this year. The patient was scheduled to have a kidney and pancreas transplant and needed to have her ins battery life checked prior to surgery to determine if the ins should be replaced at the same time of transplant surgery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: 435135, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).